Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
Event summary: on (B)(6) 2025 the patient reported using backup therapy after noticing the device is not charging; bg was not impacted. The patient denied symptoms and planned to continue insulin therapy with backup methods while awaiting a replacement. No hospitalization or medical intervention occurred.